Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("had my hysterectomy (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), nervousness ("nervous") and fear ("scared about going into menopause"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, nervousness and fear outcome was unknown. The reporter considered fear, hysterectomy and nervousness to be related to essure. The reporter commented: patient had hysterectomy on (B)(6) unspecified year, she felt great. She was started to get nervous about her (unspecified) on (B)(6), she was having total including ovaries pretty scarred about going into menopause. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy, nervousness, fear. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had my hysterectomy (B)(6)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), nervousness ("nervous") and fear ("scared about going into menopause"). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the medical device removal, nervousness and fear outcome was unknown. The reporter considered fear, medical device removal and nervousness to be related to essure. The reporter commented: patient had hysterectomy on (B)(6) unspecified year, she felt great. She was started to get nervous about her (unspecified) on (B)(6) , she was having total including ovaries pretty scarred about going into menopause. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy, nervousness, fear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.